Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned for investigation. A picture of the product was provided and assessed. On the visible side of the biolox head it is possible to see some metal transfer both on the articulating surface and on the bevel. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. As the shell used for the implantation is unknown, a compatibility check of the whole system cannot be performed. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. An xray was provided, although dated 07mar2019 and this would be difficult to correlate to the allegation of dislocation and subsequent revision occurring in 07sep2023. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). D10. Item#:00-7848-023-00 ;lot#:64311253 ;item name: kinectiv modular neck g; item#:00-8758-013-32 ;lot#:unknown ;item name: hxpe liner constrained ll 32; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a revision procedure due to a liner dislocation post-implantation. Upon examination of the explanted items, the surgeon noticed a fracture in the neck implant. Due diligence is in progress for this complaint; to date no additional information or product has been received.